Manufacturer narrative:
This report is submitted on june 22, 2017. The implanted device remains.

Event description:
It was reported that an integrity test was conducted on (B)(6) 2017 under a general anaesthetic subsequent to the patient suffering a head trauma. It was also reported the patient experienced discomfort leading to device non-use since (B)(6) 2016. The implanted device remains.